Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box history verified power loss occurred. Observation found the battery compartment was cracked and the battery cap was stripped and unable to secure to the pump. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A test battery cap was inserted. A 29 hour flow accuracy test was performed without interruptions and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has reportedly never changed the battery cap. The owner's booklet instructs the user to change the battery cap every six months. The patient also noticed a crack in the battery compartment and that the pump was without power due to the battery cap not securing to the pump. To avoid the risk of diabetic ketoacidosis (dka) or very high bg, you must be prepared to give yourself an injection of insulin if delivery is interrupted for any reason.

Event description:
The patient called to report that his blood glucose level was 500 mg/dl. He denied ketones but said he was thirsty, had an increase in urination, and did not experience nausea or vomiting. The patient did not understand why he was having the symptoms. He then looked at his pump and realized that it was without power. The patient was able to power the pump on by holding down the battery cap to contact the battery. The animas representative instructed the patient to check the pump history and the patient noted that the pump powered off at 10:13 pm. The pump was reportedly without power for about four hours. The patient has never changed his battery cap. He says there was a long quarter inch crack in the battery compartment and the battery cap will not secure to the pump. This complaint is being reported as the patient noted the pump lost power and experienced readings and symptoms indicative of hyperglycemia.